Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she went up to 30 units fixed prime and there were no drops at the end of the tubing. The insulin pump did not alarmed and no insulin came out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.